Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's device was not recovered from overdischarge. No further attempts would be made to recover the device. The resolution of the event was at the physicians discretion as the device was within normal eri time frame.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller is with pt today and attempting to get ins out of over discharge. Caller noted going through the first 60 min physician recharge mode but the ins did not go to normal charging. Agent reviewed that depending on how long the ins has been in overdischarge, it may take several 60 minute sessions. Caller will continue going through the process. Agent reviewed clearing por after normal charging occurs. Additional information was received from the manufacturer representative (rep). Rep reports the battery is at eri so the doctor is planning to do a battery replacement in june 2025. Rep reports this issue has been resolved. Rep reports confirming/obtaining this information from the physician.